Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (12/20/2012)-device evaluation: the meter and test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter was found to have a contaminated pc board. However, the power issue could not be reproduced on the test strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.